Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Block d4 serial number not provided. Block h4 date of device manufacture unknown. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Issue summary: it was reported that the anesthesia unit became unable to ventilate in manual of mechanical mode during a use on a patient. The unit was switched with another and surgery continued without injury to the patient.